Event description:
Report of explant of device system due to "continuous seroma collection and evulsion of the pump" received per the annual device tracking report. Repeated requests for additional information about this event have been unanswered. A supplemental medwatch report will be filed if additional information becomes available. Manufacturer's device registration indicates that a replacement system was implanted in 2000.